Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer went to the ER and was hospitalized with a blood sugar reading of 1000mg/dl since (B)(6) 2017. Has not been discharged as of yet. She still hospitalized due to uncontrolled diabetes. Customer states that she feels much better and her condition improved. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 120 to 130mg/dl. The customer reports feeling nauseous. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of e-5 and e-5 error codes using true metrix meter. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Memory concerns: customer was only concerned that she was getting e-5 errors and was unable to obtain a blood result. The customer called with concerns that she was not able to get a blood glucose result. She was only getting e-5 errors. Their normal fasting glucose range is 120mg/dl to 130mg/dl. The customer states that her blood glucose results are "all over the place." She stated that she does have times that her blood sugar runs higher than 600mg/dl and she calls the ambulance. The customer is having nausea at the time of call. I did advise to call her primary care provider and/ or dial 911. She is not alone in the house. Her grandmother is home with her. I did instruct her to inform her grandmother and make her aware of the situation. She verbalized understanding.